Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported by the patient that following the implant of an inflatable penile prosthesis, the pump felt rock hard and would not respond to even very strong pressure. The clinical team indicated to the patient that he just needed more practice with the pump. As the issue had been occurring for more than a year, the patient believed the problem was somewhere in the system. No patient complications were reported.